Event description:
The information received indicated that the patient was admitted with a 70% stenosis in the right superficial femoral artery. The lesion had heavy calcification and mild vessel tortuosity. The approach was made from the left femoral artery through a 6f arrow flex sheath. Pre-dilatation was conducted with an aviator plus balloon successfully. However, the device got stuck inside the sheath during the removal from the patient. When the device was pulled back with strong force, the balloon split off inside the sheath and the distal part of the balloon was left inside the sheath. The balloon itself separated. The balloon did not burst or rupture during the procedure. There was no difficulty re-wrapping the balloon after inflation. The arrow sheath, the balloon and the guidewire were removed from the patient safely as one unit. Outside the patient, the balloon was pushed out from the sheath using a smaller catheter of unknown brand. The arrow sheath was reused to complete the procedure. A smart control stent was placed in the lesion and post-dilated with another product of unknown brand. There was no adverse event and the patient is in stable condition. The split-off balloon and the arrow sheath will be returned for analysis.

Manufacturer narrative:
Guidewire (B)(4) and b-braun indeflator (B)(4). During treatment of a 70% stenosis of the right superficial femoral artery with heavy calcification and mild vessel tortuosity predilation was successfully conducted with an aviator plus. A b.braun indeflator was used and the balloon did not burst or rupture and there was no difficulty with the re-wrapping of the balloon. However, the device got stuck inside of the 6f arrow flex sheath during removal. When the device was pulled back with a strong force, the balloon separated inside of the sheath and the distal part of the balloon was left inside of the sheath. The sheath and balloon was removed together with a guidewire safely from the patient. The balloon was then pushed out from the sheath using an unknown smaller catheter and the arrow sheath was reused to complete the procedure. A smart control stent was placed at the lesion and post dilation was completed with another new unknown product. There was no adverse event and the patient is in stable condition. One none sterile unit aviator plus 6.0 mm x 20 mm and 142 cm of length was received coiled inside a plastic bag. Dry blood residues were noted in catheter shaft and balloon. The unit was received separated into two parts; it was split at the transition seal. A non cordis catheter sheath introducer (csi) and sheath was received with the returned unit. Damages to the distal end of the non cordis csi and sheath were observed. Functional testing was not possible since the device was received in two separate parts. A scanning electron microscope analysis was performed to the received unit, elongations can be observed through the whole circumference of the body; the lumen presented a slight oval shape, both characteristics suggest possible stretching/pulling. No visual evidence of any chemical degradation was noted. Cutting was discarded as a failure cause since no surface damage typical of this failure mode was observed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported separation was confirmed. Based on the report that the balloon did not burst and it rewrapped properly, and due to the condition of the returned device the cause of the difficulty withdrawing the device from the sheath cannot be determined. Based on the analysis showing common characteristics of pieces that were stretched/pulled until rupture, along with the report that the device was pulled back with a strong force, it appears that procedural factors contributed to the separation. The instructions for use warns that if resistance is met during manipulation, determine the cause of the resistance before proceeding. It further outlines that if the cause of resistance cannot be determined, withdraw the entire system. With review of the device analysis and the manufacturing records, there is no indication that the events are related to the manufacturing process. Therefore, no corrective actions will be taken at this time.